Event description:
The customer received a blood glucose reading of 220mg/dl on the contour meter, was retested on the doctor's meter and the reading was 81mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The strips were not expected to be returned for evaluation. Replacement meter was sent to the customer